Event description:
It was reported that the rx trek balloon dilatation catheter was being used to tack up a previously deployed stent in the circumflex artery and after deployment a perforation was noted. The graftmaster stent delivery system (sds) was used to treat the perforation. The graftmaster sds was advanced but could not cross the left main to treat the perforation; subsequently the patient was treated by balloon inflation and was transferred to the or with cardiopulmonary resuscitation (CPR) in progress. Additional information received noted the patient was best served by having surgical pericardiocentesis. The patient was intubated, extubated and reintubated and was being weaned off the ventilator as of (B)(6) 2011. The patient remained hospitalized as of (B)(6) 2011 in intensive care. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster stent delivery system (sds) was not returned for analysis, failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Hemorrhage is listed as an observed or potential adverse event associated with the coronary stenting in the graftmaster over-the-wire (otw) instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including cardiac arrest, respiratory distress, and hemorrhage that ultimately lead to the patient requiring surgery. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All stent delivery systems are subjected to a visual inspection for catheter and stent damage. In addition, a quality control audit inspection is used to verify the product quality. The trek rx is being filed under a separate MFR number.